Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. Based on the information received, pathological exam on the device will be performed at the hospital. The manufacturer will submit a follow report upon receipt of the result of the pathology exam.

Event description:
On 7 april 2022, a crown valve cna21 which was implanted on (B)(6) 2017 was explanted due to severe calcification and inspiris 21mm valve was implanted instead. Based on the additional information received, after implanting the device, a slight paravalvular leak was observed. In the follow ups, it was noted that the pressure gradient and peak aortic jet velocity is increasing and aortic valve area is decreasing each year. Patient is under doac (edoxaban tosilate hydrate) medication. No illness for the patient has been reported. Based on the information received, patient is doing well. It was decided to conduct a pathological examination at the hospital. Therefore, the device will not be returned.

Manufacturer narrative:
The manufacturer was informed that the device will be sent for the pathological examination at the hospital and will not be returned to the manufacturer but no pathology report has been received from hospital up to this date. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It should be noted that structural valve deterioration is listed as a possible adverse event in the crown IFU. The event is, therefore, a known inherent risk of the device. Should any additional information or pathology report be received in the future, a follow up report will be provided.